Manufacturer narrative:
H.3 visual examination of the catheter revealed that the outer shaft had separated from the proximal balloon bond. This allowed the inner shaft to stretch 33 centimeters beyond its nominal length and separate. The separation appears to be due to tensile overload. No material or mfg deficiencies were noted.

Event description:
It was subsequently reported that the pt status is listed as "okay".